Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During cardiopulmonary bypass, the device unexpectedly displayed an air bubble alarm. The device was replaced. There was no reported adverse consequence to the pt as a result of this event.